Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and poor vessel flow occurred. The patient presented with acute myocardial infarction (mi). The target lesions were located in the left circumflex (lcx), diagonal branch and left anterior descending (lad) arteries. After deploying two synergy drug-eluting stents (des) in the lcx and diagonal branch, the lad was noted be a small vessel and has a slow flow. Rotablation was performed with a 1.25 rotaburr. A 2.50 x 28 synergy ii des was deployed to the lad. However after a short period of time, the slow flow down the lad worsened. A 3.0 non-bsc balloon catheter was then advanced to dilate the lesion distally followed with a 2.0 non-compliant catheter to further dilate the lesion, however the balloon ruptured. It was assumed that the 2.50 x 28 synergy ii des had fractured. Eventually, the lad shut down and patient had undergone surgery. The patient is still living but is pretty sick.